Event description:
The pt has 2 leads with the same lot number. It was reported the pt is experiencing discomfort. X-rays were taken and revealed lead migration. In turn, the pt's leads were revised and proper coverage was obtained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.